Manufacturer narrative:
The reported loss of sensing was confirmed upon examination of the lead. Visual inspection found one external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the external insulation abrasion, consistent with lead friction to another device or feature of the heart.

Event description:
It was reported that loss of sensing was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.